Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Additional information indicates surgical intervention was undertaken on (B)(6) 2023 wherein a right lead was implanted and the ipg and both extensions were explanted and replaced to address the issue.

Manufacturer narrative:
Date of event is estimated.

Event description:
Related manufacturer reference number: 1627487-2023-00366. It was reported that the patient experienced side effects of speech arrest when reaching with their left arm, light-headed, lessening of tremor benefits. Reprogramming was unable to resolve the issue. As a result, surgical intervention was undertaken on (B)(6) 2023 wherein the right lead was explanted to address the issue. During the procedure, the ipg became unable to communicate with external devices. The device was confirmed to have been placed into surgery mode. Troubleshooting was unsuccessful. As a result, surgical intervention may be undertaken in the future.